Event description:
Reporter stated that patient's inr was measured, on the coaguchek xs system, with a result of 2.5. At the same time, patient's inr was reportedly measured on a physician's [unspecified] meter and on a laboratory instrument; both reported inr results of 1.8. No adverse event was reported. The manufacturer requested the return of the suspect device for evaluation.

Manufacturer narrative:
(B)(6) 2012, the initial medwatch reported that the manufacturer became aware of the reportable event on (B)(6) 2012. Although the end-user had contacted the manufacturer on this date, the information reported in the initial medwatch was not reported to the manufacturer until (B)(6) 2012. Device not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).